Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, the patient experienced bleeding. Physician made an additional incision at the anterior base of the neck near the clavicle, identified the source of bleeding, and achieved hemostasis using a combination of tranexamic acid (txa), cautery, pressure, and a hemostatic powder. This resolved the issue.